Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence, chronic pain in the left groin, and nerves that were trapped under the mesh. Post-operative patient treatment includes removal surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced defective device, mental pain, scarring, permanent impairment, loss of enjoyment of life, discomfort, inflammation, hernia recurrence, chronic pain in the left groin, and nerves that were trapped under the mesh. Post-operative patient treatment included removal surgery.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, imf codes, ime e2402: "nerves that were trapped under the mesh, black stool, bladder outlet obstruction"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced black stool, bladder outlet obstruction with severe meatal stenosis, chronic fatigue, constant dull ache, difficulty urinating, defective device, mental pain, scarring, permanent impairment, loss of enjoyment of life, discomfort, inflammation, hernia recurrence, chronic pain in the left groin, and nerves that were trapped under the mesh. Post-operative patient treatment included medication, meatal dilation with urethral dilation, foley catheter placement and removal surgery.

Manufacturer narrative:
Additional info: a1, b5, b6, b7, d4 (unique identifier (UDI) #), g1, h6 (patient codes, ime e2402: lab abnormal wbc; h<(>&<)>h), <(>&<)> additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced black stool, bladder outlet obstruction with severe meatal stenosis, chronic fatigue, constant dull ache, difficulty urinating, defective device, mental pain, scarring, permanent impairment, loss of enjoyment of life, discomfort, inflammation, hernia recurrence, chronic pain in the left groin, nerves that were trapped under the mesh, labs abnormal for wbc; h<(>&<)>h, constipation, decreased appetite, nausea, abdominal pain, <(>&<)> burning pain. Post-operative patient treatment included medication, meatal dilation with urethral dilation, foley catheter placement, removal surgery, enema, <(>&<)> colace.